Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
The surgeon at the hospital, reported to the sales rep, that "a patient was implanted with a variax dr plate and developed an allergy around the operated area." Surgeon requested information on the chemical composition of the plate and screws.